Manufacturer narrative:
Unit passed active current measurement and displacement test. Unit received error 25 and failed sleep current measurement due to unexpected battery power loss shown in power graph. Problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated all ok after inserting the new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.